Manufacturer narrative:
The initial MDR was submitted on 07 apr 2016 with the incorrect manufacturer report number of 3010203-2016-00001.

Event description:
It was reported by the doctor that ectopic ossification emerged after start of therapy in the treatment area for approximately two weeks. The causal opinion is deemed possibly related because the callus is made and causation cannot be denied completely. The patient has stopped using the device and etidronate disodium is being administered. Attempts for additional for additional information has been unsuccessful up to date.